Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male patient who was in cardiac arrest, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report, when our investigation is completed.